Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, following injection of the lens, the surgeon noticed a tiny white circle in a linear fashion on the inside surface of the iol. In an incident report from the hospital, the surgeon reported that material was removed from the anterior chamber during long irrigation of the chamber. In a follow up with the surgeon, it was reported no pt harm has been detected so far. All "material" present on the surface of the lens was immediately aspirated and aspiration continued for a very long time to ensure removal of any "material". The lens was not removed. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no similar complaints have been received so far for this lot. Investigation showed no remarks in batch record filing: all syringes were visually inspected for foreign material by qualified operators. Items with foreign material were rejected during this inspection. The ref samples were inspected, no foreign material was observed. No further investigation possible without the complaint sample. Based on the results of this investigation this complaint cannot be confirmed or explanted. The available data indicate that this concerns and isolated complaint for this lot. No root cause can be determined, the complaint was not confirmed. There have been no other complaints reported in the lot number. A completed questionnaire has not been received. (B)(4).